Manufacturer narrative:
During testing at the service center corrosion was noted in the battery compartment on the case, on the battery door and the middle printed circuit board of the device. The probable cause of the corrosion was due to leakage from the disposable batteries. This device has been identified as part of the product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer returned the device to the service center with a report of the device required yearly maintenance and calibration. This does not indicate a reportable malfunction. There were no reports of any adverse patient events and no reportable delays of critical therapies while the device was in clinical use. However, during verification testing at the service center, corrosion due to leakage from the disposable batteries was noted.